Manufacturer narrative:
The initial MDR 2517506-2017-00072 was filed on january 19, 2017. Additional information (01/26/2017): the cse followed up and replaced the reagent probe (r2) transducer. A siemens headquarter support center (hsc) specialist reviewed instrument data and no instrument issue was found. The data is consistent with a sample integrity issue. It was discovered that the customer is centrifuging at higher g-force, causing the gel to move between the plasma and cells before all cellular debris and micro clots are pulled below the gel. Debris can cause chrome clumping and poor washing/removal of excess conjugate. Excess conjugate due to poor washing causes false elevation and is imprecise. The manufacturer recommended g-force and time: 1000-1300 gf for 10 minutes. The customer not following the tube vendor's recommendations is failure to follow instructions. Replacement of the r2 transducer resolved the issue. The following (B)(4) was added in evaluation codes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding a high troponin (ctni) result obtained on a patient sample. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed water and heterogeneous module decontaminations and ran a system check and quality controls (qc), which passed. The cause of the discordant, falsely elevated ctni result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin (ctni) result was obtained on a patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, and the first repeat result was higher and the second repeat result was the same as the initial result. The sample was then repeated on an alternate dimension xpand instrument, resulting lower. The patient was also redrawn and the sample was tested at another laboratory using a dimension vista instrument, resulting negative. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.